Event description:
It was reported that numerous motor stall and recovery messages were noted on event logs of the pump that was implanted in (B)(6) 2011. The stalls had occurred over the past several weeks. Per the reporter, the patient was experiencing reduced therapy efficacy and reservoir volume discrepancy. No cause for the stalls was identified; "still investigating the possible cause and also may have a catheter occlusion. Plan is to replace". Pump contained diluadid.

Manufacturer narrative:
A distal portion of an unknown catheter was returned along with the (B)(4) (lot# 0205396162) catheter. The unknown catheter was returned in two segments, the proximal side of one segment had a short section with a knot on one end and a tightly tied suture on the other. This area could not be decontaminated and therefore was cut away and disposed of. Analysis of the remainder revealed no anomaly; acceptable testing. Analysis of the (B)(4) revealed an indent down in sc connector seal along with occlusion related to the event and difficulty at sc connector that led to explant. Under microscope inspection a circular indent was seen on the wall of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The majority of the indent was located in the silicone material of the cup of the sc connector indicating the connection between the sc connector and the pump's outlet port may possibly have been occluded. The sc connector also showed damage consistent with a tool having been used on it to assist in removing the connector that coincides with event.

Manufacturer narrative:
Catheter model # unknown lot # unknown. Implanted: unk explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Physician programmer: 8840, serial # (B)(4); catheter model: 8578, lot #: 0205396162, implanted: (B)(6) 2011, explanted: unk. A partial 8578 catheter was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: patient reported return of pain symptoms. It was stated that at first refill, pump was still at initial volume. On (B)(6) 2012 a cap (catheter access port) study was done and hcp was unable to inject, but "some small aspiration was possible." On interrogation, pump logs showed intermittent motor stall and recoveries "during the night only." On (B)(6) 2012, it was patient informed that she had a magnetic underlay on her bed and also slept in a position with the pump down towards the mattress which was considered as the most likely cause of the intermittent motor stalls. It was further added that a surgical investigation was done on (B)(6) 2012 and (B)(4) the proximal catheter segment was hard to remove. Surgeon managed to remove using artery clamp. Rotor study was done and pump observed to have rotor movements. Catheter was investigated by injection of contrast under x-ray and found to be patent. A new 8578 was attached to catheter, and then to pump. Saline was could be injected and aspirated freely via the catheter access port. There was no patient injury and patient recovered without sequel.